Event description:
It was reported that the ilet touchscreen was found cracked after the device was left on a table and later discovered on the floor, resulting in a nonfunctional display that prevented navigation; the device had been synced prior to shutdown and will be returned. Symptoms included no injury. Outcomes included no medical intervention. Investigation included review of complaint details and device history, and an evaluation will be performed upon return. Investigation of this case revealed physical damage to the touchscreen consistent with impact, with loss of usability of the user interface. It was concluded that the event was due to device damage from external forces, with no patient harm.